Manufacturer narrative:
Patient¿s height reported as 5 feet 5 inches. Corrected revision surgery date. Explanted date: not explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device history records review was conducted. The report indicates that the: manufacturing location: (B)(4). Manufacturing date: 15-apr-2016. Expiration date: 31-aug-2025. Part #: 04.005.542s, lot#: h183866 (sterile) - 5.0mm ti locking screw w/t25 stardrive 52mm f/im nail - sterile. Quantity 120. Inspection sheet for whirl thread, vibe, flute final inspection was met inspection acceptance criteria. Component parts reviewed: part 04.005.542.999 lot: h125195. 5.0mm ti screw blank 52mm. Lot was release to bp55 on 18-jul-2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(4), ¿sterility documentation was reviewed and determined to be conforming.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on july 26, 2017 a patient reported pain post-operatively from a secondary revision surgery that was performed on (B)(6) 2016. Additionally, it was noted in the medical records that a superficial suture type of abscess was noted on (B)(6) 2016 post surgery. Patient was treated by removing the suture, draining of the fluid, and oral antibiotic treatment. According to the medical records provided, all devices are intact and the fracture has healed appropriately. No additional surgery is planned at this time. This complaint involves 3 devices this report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
First report of patient reporting pain was on (B)(6) 2017 during visit to rehab. X-rays were taken on (B)(6) 2017 which confirmed the fracture was healing and there were no issues with the devices. Second patient follow up occurred on (B)(6) 2017 with further reports of left hip pain and swelling. X-rays were taken same day and showed the fracture was fully healed and the hardware was in the correct position with no issues.